Event description:
It was reported that following weight loss the patient experienced pain at the ipg site due to ipg movement and difficulty charging the device causing ineffective therapy. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.